Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). The erroneous result was reported outside of the laboratory. Refer to the attachment for all sample data. The sample was initially tested on the customer's e602 analyzer. The sample was later repeated on a centaur analyzer. The sample was also provided for investigation where it was tested on a second e602 analyzer. No adverse events were alleged to have occurred with the patient. The e602 analyzer used at the customer site was serial number (B)(4). The e602 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 283550, with an expiration date of june 2018 was used on this analyzer. A specific root cause could not be determined based on the provided information. There was not sufficient sample volume available for further investigations. A general reagent issue can most likely be excluded. Differences in values are possible with values generated by the roche assay and assays from other manufacturers. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used.